Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication at an unknown concentration and dose via an implanted pump. The pump's indications for use (ifus) were unknown. The hcp noted that the patient had psychosis in the past. An event date wasn't provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.